Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(4) 2012. During post-operative monitoring, a migrated acetabular cup was noted on (B)(4) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This complaint is a duplicate of (B)(4), 1925034-2014-06275. This complaint, (B)(4) also had reported the wrong product information. The correct product information is reported in (B)(4), 1925034-2014-06275.